Event description:
Patient's family member called lfs and alleged that the patient's meter was missing segments due to a damaged display. The pt was last able to use the meter 1 and 1/2 weeks ago. The pt experienced three separate hypoglycemic episodes during this time. The pt continued to take their set amount of insulin (patient's family member does not know the type of insulin taken). Pt's family member stated that if they had been able to test and a low result was obtained, the pt would have adjusted their meals, not their insulin. After taking their insulin pt became hypoglycemic with symptoms of sweating, tremors, and disorientation. They were taken to the hosp each time, however the pt's family member does not know what the results were on the meter. The pt was treated with food and glucose. The physician decreased the pt's insulin regimen. Based on the info provided, there is no evidence of meter malfunction; the display was damaged which constitutes abnormal use. However, there is evidence that the pt suffered a serious injury due to not being able to test on the meter. The meter was replaced for the pt.